Event description:
It was reported that during device change out due to normal battery depletion, low pacing lead impedance was noted, but still within normal range. All other electrical parameters were normal. Two days post implant procedure, the physician elected to cap and replace the lead. No lead anomalies were see on x-ray.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.